Event description:
Promus premier (B)(4) registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) artery extending up to distal lcx with 100% stenosis and was 44 mm long and a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent. Post dilatation was not performed and other drug eluting stent was implanted for inadequate lesion coverage. Four days later, the subject was discharged on clopidogrel and cilostazol. In (B)(6) 2020, post index procedure, the subject presented with symptoms related to angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Subsequently, adverse event form intervention performed in the proximal left anterior descending artery and distal lcx. The following day. The subject was referred for coronary angiography which revealed 80% stenosis in distal lcx and was treated with percutaneous coronary intervention (pci) target vessel revascularization (tvr). Post intervention with 0% residual stenosis. Four days later, the event was considered recovered or resolved and subject was discharged on the same day on clopidogrel and cilostazol. No further information is available at this point of time.